Event description:
A malfunction was reported on the customer's insulin pump with no notable events occurring prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact on blood glucose levels. The customer was advised to use an alternative insulin delivery method, and technical support arranged for a replacement pump.